Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, there was a design change implemented to the circuit (dr) board related to the reported issue of image noise with 180 and 150 scopes. It has been over 6 years since the subject device was manufactured. The counter measure products were shipped after june 13, 2018. The subject device of this report was manufactured prior to the design change of the power switch (see h4). Based on the results of the investigation the device not detecting a scope with no image with the 180 series scope was due to a faulty dr board; the issue of the device does not detecting 190 series scope with image flickering was due to a faulty circuit (cp) board; and the loose scope socket was due to a broken lock function. A definitive root cause could not be identified for the faulty parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event that the device did not recognize some scopes due to a faulty cp board. Additionally, the evaluation uncovered that the scope socket was defective, and all the paddles were disconnected and loose which causes loss of image. The faulty parts were replaced. And the software was upgraded. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center did not recognize some scopes due to connection issues. Upon inspection and testing of the returned device, it was observed that the printed circle board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.